Manufacturer narrative:
(B)(4). Other device used: catalog # 00597206532, nexgen all poly patella, lot # 62394740, catalog # 00596204010 nexgen lps-flex prolong articular surface, lot # 62976391 manufactured by (B)(4). Catalog # 00599601652, nexgen lps-flex femoral component, lot # 62372221, manufactured by: (B)(4).. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain, popping and cracking sounds.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. The complaint history search performed individually for the part and lot combination of femoral, tibial, articular surface and patella components found no other complaints. There were no compatibility issues noted. The primary operative notes confirm that the patient underwent right total knee replacement on (B)(6) 2013. Review of primary operative notes does not indicate root cause. The patient's MRI report dated (B)(6) 2015 indicate that the patient had small to moderate sized joint effusion with no other complications like fracture or osteolysis seen. Follow up notes dated (B)(6) 2014 state that the patient said his knee is still sore but the x-rays showed all the components in good alignment. Follow up notes dated (B)(6) 2015 state that the patient has some crepitus in the patella-femoral joint and some mild pain with varus valgus stress testing. Follow up notes dated (B)(6) 2015 state that the patient has a mild crepitus. Follow up notes dated (B)(6) 2015 state that the patient has a moderate amount of varus/valgus instability but the anterior and posterior drawer test is negative. A definitive root cause cannot be determined with the information provided.